Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer reset the pump to clear the alarm and pump therapy was resumed. Customer's blood glucose was within range (value not provided).